Event description:
A customer reported an administration set that had a malformed roller clamp. It was discovered before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). Corrected information: a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.